Event description:
The customer reports the application automatic image orientation markers intermittently do not match with the physical and annotated annotation manually that is put in place by the technologist. In the x-ray studies, the technologist's physical and annotated annotation are correctly put in place in respect to the normal patient's anatomy. The automatic image orientation markers are not. This could potentially result in misinterpreting the image orientation. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).